Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that the sensor was off by 120 points. Customer reported that four years ago, when he went to the gym, his sensor glucose value was 140 mg/dl and his blood glucose was 33 mg/dl. Customer stated that the paramedics came to assist with getting his blood glucose back to normal. Customer stated that on (B)(6) 2016, his blood glucose was 21 mg/dl and the paramedics came to his home. Customer stated that he was working on getting a router up and he was getting low, so he went to get a soda. Customer's daughter came to give him another soda and then he dropped. Customer's daughter called 911. Customer stated that he is prone to lows and he fluctuates so much that the sensors can't keep up with the lows. Customer stated that they got his blood glucose up and he did not go to the hospital. Customer stated that his health care professional suggested getting another pump.